Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. Distributor- (B)(6).

Event description:
The event involved secondary set, secure lock, with IV set hanger, 34 inch. It was reported that the pharmacist contacted baxter sales representative via email that the spectrum infusion pumps displayed upstream occlusion alarms. In the 1-2 months, their med surgery nurses were reporting a high number of upstream occlusion alarms. They still have the spectrum version 8.x pumps. They have been looking for patterns: (1) it often happens when giving cefazolin 2 gm bags from baxter frozen or 3 gm bags compounded from specialty pharmacy quva, but that is their most common antibiotic. The pharmacist could not rule out if happening on other antibiotics. (2) documented on multiple different pumps. (3) documented whether using baxter 2c7461 non-vented secondary tubing or ICU medical 14230-28 vented secondary tubing. As the pharmacist was reading about a past 2021 baxter recall for spectrum v8 pumps and upstream occlusion alarm resolution, but this appears to be a reminder of practice when not properly clearing the occlusion after silencing the alarm. The incident occurred during patient infusion. No report of patient harm